Event description:
It was reported that during a cori tka lab/demo, the bone model generation failure message appeared when moving to the tibia. They added more free collection points, but the message appeared again. The points were cleared and re-collected and the message appeared again. The points were cleared and minimal free collection points were collected and the model successfully generated. There was a delay of less than 30 minutes. No patient was involved. No other complications were reported.

Manufacturer narrative:
H6: the real intelligence cori, pn: rob10024, (B)(6) intended for use in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Screenshots of the case were provided and were reviewed to confirm the warning message upon entering the tibia bone removal stage: ¿bone model generation error¿. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software.